Event description:
The customer reported that during an ld flap breast reconstruction procedure, a consultant surgeon experienced a burn/electric shock while using electrosurgical equipment connected to a force fx generator. The surgeon's elbow touched the red monopolar diathermy lead near it's attachment to the forceps, which were not in use at the time. All diathermy leads were exchanged immediately and the procedure was continued without further incident. The burn was on the surgeon's forearm and was described as an open wound with surrounding erythema, which settled overnight. It was treated with flamazine cream.

Manufacturer narrative:
(B)(4). The incident generator has been received by an international covidien service facility and is under evaluation. When the unit evaluation is complete, a follow-up report will be submitted.